Event description:
It was reported that during a supply change the user received an ¿unable to proceed. Please check notifications¿ alert and was unable to complete the load process until customer care assisted; review showed the cartridge had been filled with air instead of insulin, after which the user refilled the cartridge with insulin, replaced the cartridge, luer connector, and infusion set, and successfully resumed insulin delivery. Symptoms included hyperglycemia. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a usage problem with no device problem found, specifically an improper procedure that involved failure to follow instructions while handling the cartridge. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.